Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was reportedly leaking while worn for between 5 and 24 hours on the abdomen.

Manufacturer narrative:
Issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and signs of leakage were observed. A damage was found in the soft cannula that resulted in leaking during wear. A cross drill was found at 10.5 mm from the nailhead. It could not be determined when or how the damage to the exposed portion of the soft cannula occurred or if it contributed to the reported event lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.